Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced blood glucose (bg) level of 545 mg/dl, and diabetic ketoacidosis considered life threatening by healthcare provider. The customer went to the emergency room and was subsequently admitted into the intensive care unit of the hospital. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged on (B)(6) 2024 with the issue resolved and no permanent damage. It was reported that the customer was unable to charge the pump due to damage to the tandem-provided wall power adapter and usb charging cable. As a result, the pump subsequently shut off. A new wall power adapter and charging cable were sent to the customer. Reportedly, customer continued to use the pump for insulin therapy.